Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the ablation procedure, a pericardial effusion occurred. While ablating along the cavotricuspid isthmus line for a right atrial flutter, a steam pop and subsequent pericardial effusion occurred near the cavotricuspid isthmus on the vena cava side. The patient developed a tamponade and a pericardial effusion was confirmed via echocardiography. A pericardiocentesis was performed and the patient was transferred to surgery.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.